Event description:
It was reported by the customer that during routine check up cs100 intra-aortic balloon pump (iabp) displaying the message intermittent etfc #50. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Due to character limitation in block e1: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, checked the unit found moisture in motor controller pcb, cleaned pcb. Reconnect all connections , tested the unit for 3 hours, no alarm found. Handed over the unit for clinical use.